Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis.

Event description:
It was reported low impedance, along with high rate episodes presenting as noise, was seen on the lead. The low impedance reading was reproducible with isometrics. The lead was explanted and replaced. Additional information subsequently received reported the device was also explanted and replaced due to low impedance issues. The physician questioned a header problem. No patient complications were reported as a result of this event.